Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted. The patient was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis confirmed the reported premature battery depletion. The cause of the anomaly was a result of an anomalous hybrid circuit.